Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) computer will not boot and needs to be replaced. Device manufacturing date is unavailable. Product ID: bi71000548. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system (ias) will not boot fully. The mobile view station (mvs) appears to be functioning normally. There was no patient present when this issue occurred.